Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: the analysis of the run data file did not find a conclusive cause for the higher-than- expected wbc content reported in the rbc product for this collection. No unusual process variable was identified and the signals in the run data file indicate that the trima accel system operated as intended. The factors that cause failures include but are not limited to: - imperfections in the filter due to manufacturing or handling - inappropriate use (for example application of excessive pressure) - donor-specific wbc populations that are poorly removed. - inaccurate hematocrit entered resulting in saturation of filter with excessive wbcs - improper loading of filter into the filter bracket.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The analysis of the run data file did not find a conclusive cause for the higher-than-expected wbc content reported in the rbc product for this collection. No unusual process variable was identified and the signals in the run data file indicate that the trima accel system operated as intended. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the red blood cell (rbc) product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The collection set is not available for return because it was discarded by the customer.